Event description:
The pt was admitted to home health services for wound care right thigh. The treatment order was to perform wound care 3xweek and for the wound vac to remain on 125mm/hg continuous between dressing changes. Six days later the rn made a home visit to perform wound care. She turned the wound vac off and began to remove the dressing. When she removed the last layer of the dressing the pt began to spout bright red blood from the wound site. The rn applied continuous pressure and dialed 911. Once the emts arrive they transported the pt to the hosp and two days later the pt expired.